Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the biopsy valve popped off the scope and discharge came out of the scope. Another seal biopsy valve was used to complete the case. There was no serious injury nor adverse patient effects reported as a result of this event.